Event description:
Rn (registered nurse) was starting an IV in the patient's left wrist. The rn got blood return but could not advance the catheter. When the rn pulled back, rn saw that the needle and catheter had separated and were in a y shape. It looked as if the needle had punctured the side of the catheter and came out. No injury to the patient. Pressure was applied and IV was started in a different site.